Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator for non-malignant pain. It was reported the patient had just received a replacement desktop charger and was trying to charge their implantable neurostimulator (ins) and a power on reset (por) had occurred. This had occurred on (B)(6) 2016. The patient tried to use their patient programmer however they only received a blank screen and they didn't have replacement (B)(6) batteries available. It was indicated the patient was going to call back later to continue troubleshooting. On (B)(6) 2016 additional information was received from the consumer. The patient had a loss of stimulation, having not felt stimulation since (B)(6) 2016. The patient had been in a lot of pain on the opposite side since early 2016. The patient had been working with their doctor for this and getting epidural shots. The patients change in therapy/symptoms was reported as gradual. The patient couldn't charge their ins since (B)(6) 2016. On (B)(6) 2016 additional information was received from the consumer. It was reported the device was burning and causing a lot of pain. It would work and then not work, referring to an overdischarge. The patient wanted the device removed as it did not give them any relief of pain. The patient had an appointment with their physician scheduled for the next day. The symptoms were reported to have been a sudden change in therapy/symptoms and started about a week prior.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.